Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-140mg/dl fasting. Verified the strips expire 08/18/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 152mg/dl and 165mg/dl fasting. Customer called concerned her meter is registering high results compared to her husbands meter because when she performed a back to back blood test today her husbands meter registered her result at 122mg/dl and her meter registered her result at 225mg/dl fasting at 8:50am (B)(6) 2015.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-140mg/dl fasting. Verified the strips expire 08/18/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 152mg/dl and 165mg/dl fasting. Customer called concerned her meter is registering high results compared to her husbands meter because when she performed a back to back blood test today her husbands meter registered her result at 122mg/dl and her meter registered her result at 225mg/dl fasting at 8:50am (B)(6) 2015.

Manufacturer narrative:
(B)(4). Product returned, but evaluation in process.